Event description:
The manufacturer received information alleging that strange odor, the patient has several service messages and black particles in his water tank and tubing. The device is loud. Device has service required message headache. Particles in airway from device. Particles in tubing/chamber, related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging that strange odor,the patient has several service messages and black particles in his water tank and tubing.the device is loud.device has service required message headache.particles in airway from device.particles in tubing/chamber,related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer there were observed observed an unknown dust contaminant on the front panel, rear panel, bottom enclosure, blower, blower seal, and blower box. Evidence of liquid ingress was observed to the blower and blower box. Keratin-like contamination was observed around the blower output seal. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no errors. The manufacturer concludes that evidence of sound abatement foam degradation/breakdown was observed in the blower box. Section d7, d8, g3 and h6 were updated in this report.